Event description:
Information was received indicating that a smiths medical pump alarmed that the "cassette was not attached properly". There was no patient present at the time of the event. There were no reported adverse events.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Investigation attached cassette and performed testing which failed. According to the investigation the pump downstream occlusion sensor value was also below specs. The customer's reported problem was confirmed. According to the investigation, fluid ingression and contamination caused the reported problem and this was induced by improper use of the device by the customer. Investigation replace the dso sensor and any affected components and perform pm and all functional testing passed. The problem source of the reported problem is user interface.